Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell. The home patient (hp) stated a supply bag fell. The baxter technical service representative (tsr) explained the message to the hp and informed him to use a manual bag. Product surveillance spoke to the hp who stated a supply bag fell for reasons unknown. The hp discarded the set-up and started over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.